Event description:
It was reported that syringe 0.5ml 1/2in 90 bx 450 mo needle hub separated. The following information was provided by the initial reporter: material no:328279, batch no: 0118309. It was reported that the needle hub assembly goes off with the shield and the shields are hard to remove. Verbatim: consumer reported needle hub assembly goes off with shield removal on some from this box. Has 2 of them to return to bd. Consumer reported the shields are hard to remove on all syringes from this box.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub assembly goes off with the shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. Customer returned (1) loose 1/2cc syringe. Customer states that the shields are hard to remove. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0118309. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure the shields are hard to remove. Bd was able to confirm the customer¿s indicated failure the needle hub assembly goes off with the shield. The automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0118309 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were assembled from (B)(6) 2021 to (B)(6) 2021. During the manufacturing process, the following inspections are completed on regular intervals: 1. Visual inspection every hour: needle assembly not fully seated or improperly seated on barrel tip: hub to barrel gap measurement (pin gauge used when deviation is suspected) 2. Visual inspection every hour: missing component. 3. Visual inspection every hour: damaged / defective components. 4. Functional inspection every 2 hours: hub removal force. If a defect is found during an inspection a quality notification is initiated. Maintenance dispatch (l2l) was reviewed, and no dispatches were created from (B)(6) 2021 to (B)(6) 2021 that would cause the needle assembly unit to become unattached. Root cause: root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. CAPA (B)(4) has been opened to address this issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 1/2in 90 bx 450 mo needle hub separated. The following information was provided by the initial reporter: material no:328279, batch no: 0118309. It was reported that the needle hub assembly goes off with the shield and the shields are hard to remove. Verbatim: consumer reported needle hub assembly goes off with shield removal on some from this box. Has 2 of them to return to bd. Consumer reported the shields are hard to remove on all syringes from this box..